Event description:
It was reported that during generator change-out due to normal eri, externalized conductors between the svc and rv coil were observed under fluoroscopy. No electrical anomalies were detected. The lead remains implanted. The patient is doing well and will continue to be monitored normally.